Manufacturer narrative:
The insulin pump was received with constant counting due to moisture damage on the electronics and the motor. Unable to verify a21 alarm or motor error alarm due to display anomaly. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call motor error alarm and unexpected restart alarm. Customer's blood glucose level was 187 mg/dl. Troubleshooting for the motor error alarm was performed. Customer received motor error alarm during the rewind process. Customer was able to set the time and date after receiving the unexpected restart alarm. Customer received a motor error alarm for the second time during the rewind process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.